Manufacturer narrative:
S/w 4.11d retainer ring = missing. On (B)(6) 2021 the customer passed away. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, faded/stained serial number label and pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2021. And the days prior to that date. There was no data listed after (B)(6) 2021. The pump had a missing retainer. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was deceased. No further information was given due to data privacy protection. The insulin pump was returned for analysis. The case is reported only for the failure analysis results.